Event description:
During a ptca procedure, after guidewire (pt2ls) crossing, the balloon of the maverick2 monorail ptca catheter ruptured at 12 atms on the second inflation. The atms reached on the initial inflation is unk. Resistance was met with insertion. The lesion being treated was a calcified, 90% stenotic lesion in the mid-apical left anterior descending (lad) coronary artery. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'good'.